Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. The rite (return instrument test/evaluation) test was performed. The device passed the homechoice rite electrical test but failed the homechoice rite functional test and was determined not to meet performance specification requirements per rite testing. Three simulated patient therapies were performed with no problems encountered. During the pal evaluation the device failed accuracy confirmation testing. The pal technician installed the pal test article chamber foam ((B)(4)) and the device passed accuracy confirmation. The test article was removed and the original foam was reinstalled. The accuracy confirmation test passed with no issues encountered. Device also passed the temperature verification test. External visual inspection performed and revealed no problems. Internal visual inspection was performed. The inspection revealed the emi cover gaskets were loose and had fallen off the cover; assignable cause: undetermined. The reported issue of home patient passed away- assignable cause: undetermined. Rite functional failure assignable cause: piston foam. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue of home patient passing away.

Event description:
A customer contacted baxter's technical service center to report a patient death. Follow-up information received from global pharmacovigilance indicates: the nurse reported the death was due to "natural causes". The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab (pal) for evaluation. Should an evaluation be performed or additional information received a follow-up will be submitted.